Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted to hospital from (B)(6) 2019 to (B)(6) 2019 with post-operative anemia and recurrent gastrointestinal (gi) bleeding. On (B)(6) 2019 the patient had dark stools that were fecult occult positive. Intravenous (IV) proton-pump inhibitor (ppi) was started (twice daily) and gi was consulted. An esophagogastroduodenoscopy (egd) performed on (B)(6) 2019 noted to arteriovenous malformations (avms) which were clipped. The patient was started on danazol and octreotide. A capsule endoscopy showed bleeding in small bowel which would continue to be monitored. On (B)(6) 2019 octreotide was stopped and danazol was continued. On (B)(6) 2019 the patient's hemoglobin was noted to be at 6.8 and the patient was transfused with 2 units of packed red blood cells (prbcs). The patient was also treated with heparin with international normalized ratio (inr) at 1.7. The patient was again noted to have dark stools. On (B)(6) 2019 the patient's hemoglobin dropped to 5.9 requiring 2 units of prbcs. Desmopressin acetate (ddavp) was started and the patient continued on octreotide and danazol. Hemoglobin was at 7.2 on (B)(6) 2019 and a computed tomography angiography (cta) was ordered. Interventional radiology would be considered if needed following the cta. The patient was scoped on (B)(6) 2019 per gi. Hemoglobin was measured at 6.6 which required 2 units of prbcs. The patient was transfused with prbcs again (B)(6) 2019 and (B)(6) 2019. On (B)(6) 2019 hemoglobin was noted to be stable at 8.7. No additional information was provided.